Event description:
Event description guidant received information that this implantable transvenous defibrillation lead oversensed noise on the ventricular rate/sense channel. Impedances varied from out-of-range high (>3000 ohms) to out-of-range low (<200 ohms) the following week.